Manufacturer narrative:
The accessory power cord plug was damaged by improper removal from the wall ac receptacle or improper storage while transport. This caused an intermittent ground loss condition. The hill-rom technician replaced the accessory power cord plug to resolve the issue.

Event description:
Information received indicated the bed's ground impedance (resistance) is out of specifications.